Manufacturer narrative:
Reported event an event regarding loosening involving a simplex cement mix was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2019 the patient had a "competitor knee system implanted into his right knee as part of his right total knee arthroplasty which was secured by stryker cement." It is further alleged that on or about (B)(6) 2020 the patient underwent a revision due to a painful loose right knee and "during the revision surgery it was discovered that the tibia component was excessively loose."

Manufacturer narrative:
An event regarding loosening involving an unknown cement mix was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2019 the patient had a "competitor knee system implanted into his right knee as part of his right total knee arthroplasty which was secured by stryker cement." It is further alleged that on or about (B)(6) 2020 the patient underwent a revision due to a painful loose right knee and "during the revision surgery it was discovered that the tibia component was excessively loose."